Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. She removed the sensor and the cannula was missing. The customer had difficulty removing the need hub. Troubleshooting was declined. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Inspected the insertion needle for burrs, hooks and dull needle tip defects none were found; the insertion needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.